Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. On an unspecified date and time, the device was programmed to deliver unspecified concentrations of levophed and ativan and the deliveries were started. No specific programming parameters were provided. In 2009 at an unspecified time, the nurse noted the patient's blood pressure decreased to 68/30mmhg. At this time, it was noted that the delivery had stopped, the device display screen was white, and there was no audible alarm tone. The device was removed from clinical service. Therapy was resumed a few minutes later using a replacement device. The nurse reported that after an unspecified length of time, the patient's blood pressure increased to an unspecified level. There were no medical interventions reported. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.